Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system was oversensing. The rate-sensing portion of the lead was removed and replaced with a separate rate-sensing lead. The shocking portion of the lead remains in service.